Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by uf/importer report # (B)(4): describe the event or problem: blinatumomab pumped was beeping air in line. The whole tube below the pump was filled with air. I attempted to disconnect the tubing and prime the line. However, when priming, the air did not move and nothing was moved through the tubing. The pump would beep upstream occlusion when there was nothing clamped. We would then restart the prime, and the volume on the pump would say it primed the entire 25 ml, but nothing ever went through the tubing. We had to call pharmacy to get a new bag and restart the blinatumomab because the pump and the tubing set up, we were using were not working. We restarted the new blinatumomab bag with a new pump and it was working correctly. I don't think that there was ever any blinatumomab infusing into the patient. It looked to me like it was drawing air from somewhere but never actually moving the blinatumomab through the line. B. Braun tubing with air noted in line, alarming upstream infusion, unable to remove air; new blinatumomab requested and new pump utilized to administer med. No injury reported.